Event description:
The study indicated that this patient underwent carotid stent implantation and experienced an angioguard malfunction, blockage of the carotid artery with debris following stent implantation, had a change in mental status followed by the hypoperfusion post stent implantation, and spasm of the carotid artery. This patient also experienced an approximately 400 cc blood loss from a shuttle sheath 6f (cook) during the procedure.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1016427-2009-00025. Additional information will be submitted within 30 days of receipt.